Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not charge the pump. The pump was able to be charged using a different cable. There was no impact to the customer's blood glucose level.